Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device and the data logs were not received from the customer. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the low pump flow was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the physician placed the impella cp, and the green wave form was flat. The impella was in a good position under fluro guidance, but the flows on the impella were lower than usual. A new impella cp was opened and placed without issues, and the flows where back to normal.